Manufacturer narrative:
One .021" guidewire and 21g needle were received for product evaluation. No other components were returned. After decontamination, the returned components were subjected to visual analysis. The distal "floppy" end of the guidewire appeared partially uncoiled. The core material was intact but at least one of the coils appeared to have been sheared off the core causing the uncoiling. The distal tip of the coils had a blunt appearance. The needle was inspected under microscopy for any damage. No damage was noted to the needle. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU rfin0073 states, "when using metal needle cannula do not withdraw the guidewire back into the cannula as shearing of the guidewire may result. " there is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, past complaint history has found shearing, similar to what was found on the returned device, can occur from the user withdrawing the guidewire through the needle.

Event description:
The user facility reported the wire broke and came apart going through needle. The estimated blood loss was less than 250 cc. The procedure was successful and the patient was reported to be fine. Additional information was received on january 24, 2018. There were no other devices or equipment used with the ik kit. The broken wire was retrieved.